Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed that there was a recharge antenna failure, controller goes blank when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the patient controller could not be charged, the controller itself could generate heat, and the plate in the middle of the recharger to too hot to hold. During communication between the recharger telemetry module (rtm) and patient controller, ¿the part located in the center part of the recharger cord and the back of the controller overheated to the point that it could not be held.¿ it was stated that ¿though it was able to be charged after charging for a while, again, it generated heat and could not be used.¿ the patient controller overheated when it was being charged. Additionally, it was reported that when an attempt was made to recharge the patient¿s implantable neurostimulator (ins) that the ins was not detected and charging was difficult. The patient controller was charged for a while and the battery was unplugged and plugged in in an effort to troubleshoot the issue; however, no improvement was observed. It was unknown whether any external factors may have led or contributed to the issue. The patient¿s physician observed the cause of the event to be the product. The issue remained unresolved at the time of report; the patient controller and recharger telemetry module (rtm) were to be replaced in the future as a result of the event. There were no surgical interventions planned or performed and the neuropathy patient was alive with no injury at the time of report. No further complications were reported or anticipated. Additional information was received from the manufacturer representative (rep) reporting that replacement of the patient controller and recharger resolved the issue.